Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, (B)(6).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to elevated blood glucose levels (460 mg/dl) and diabetic ketoacidosis. Customer was treated with an insulin drip and saline. Troubleshooting was performed and pump passed delivery system check.